Event description:
It was discovered while reviewing complaint data from a recent acquisition that the acquisition company had received a complaint for a stryker product. In the complaint, it is alleged there was a patient fall that reportedly resulted in a broken arm to the patient.

Manufacturer narrative:
The alleged event occurred in (B)(6) 2012, prior to stryker acquiring chg hospital beds; stryker does not have any record of the complaint in our own system, and we were just made aware of the complaint. Event occurred several years ago; no serial number recorded.